Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported bolus calculator issue. Lot release records were reviewed and the product lot met all acceptance criteria. Post market safety has reviewed this case. The device history logs and physical device have been requested for further investigation and analysis.

Event description:
It was reported by the patient that the pdm (personal diabetes manager) has given uncommanded boluses and low bgs of 2.2mmol/l. Additionally, the bolus calculator does not show values.